Manufacturer narrative:
The affected device was examined onsite by dräger service and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. The log file shows that the device was operated on internal battery on the reported date of event. Battery-related alarm messages with increasing priority were generated, indicating the decreasing battery capacity. After approx. 30 minutes of ventilation, the device alarmed for depletion of internal battery followed by the acoustic power failure alarm. Finally, the device switched to standby due to lack of power. Based on the log file analysis, there was no indication of e technical failure found; the remaining operating time between the generation of the ¿int. Battery low !!!¿ alarm and the failure of the power supply, however, was slightly reduced. It was therefore recommended to exchange the internal battery. If the carina device is disconnected from mains power, or ac mains is not available, the device switches to internal battery.

Event description:
It was reported that a patient was transported on the carina device and the device went to standby on its own. The patient was manually ventilated. They noticed the patient started to desaturate the spo2 level but came back up after manually ventilating. No reported patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. The log file shows that the device was operated on internal battery on the reported date of event. Battery-related alarm messages with increasing priority were generated, indicating the decreasing battery capacity. After approx. 30 minutes of ventilation, the device alarmed for depletion of internal battery followed by the acoustic power failure alarm. Finally, the device switched to standby due to lack of power. Based on the log file analysis, there was no indication of e technical failure found; the remaining operating time between the generation of the ¿int. Battery low !!!¿ alarm and the failure of the power supply, however, was slightly reduced. It was therefore recommended to exchange the internal battery. If the carina device is disconnected from mains power, or ac mains is not available, the device switches to internal battery mode. During the discharge of the internal battery, different alarms according to the status of the internal battery will be generated visually and acoustically. When the internal battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system opens which reduces the airway pressure to ambient pressure allowing the patient to breathe spontaneously. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Remark: the correction of MDR was necessary for the following reasons: the event was accidently reported as "serious injury" but covers an event where a product problem / malfunction occured. There was no patient injury reported. Furthermore, the field 'additional manufact. Narrative' of the initial MDR was incompletely transmitted. The text was completed during the correction.

Event description:
It was reported that a patient was transported on the carina device and the device went to standby on its own. The patient was manually ventilated. They noticed the patient started to desaturate the spo2 level but came back up after manually ventilating. No reported patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.